Manufacturer narrative:
Updated fields: d4 (UDI#), d9, g3, g6, h2, h3, h4, h6, h11. The reported mlx 300w xenon lightsource (00mlx) was not returned for evaluation; therefore, a definitive root cause could not be identified. Based on the reported complaint, the probable root cause for this 00mlx mlx 300w xenon lightsource producing a burning smell is debris inside the light cable port overheating due to improper cleaning and maintenance. However, the reported complaint could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) emitted a burning smell. This event was discovered before a procedure. No patient harm or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.